Manufacturer narrative:
The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75186 pta balloon dilatation catheter allegedly experienced retraction problem and detachment. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75186 pta balloon dilatation catheter allegedly experienced retraction problem and detachment. This information was received from one source. The malfunction involved patient with no known impact to the patient. Age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with FDA rn number as 3011392541. The correct FDA rn number was 2020394. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. The investigation is confirmed for balloon detachment; however, it is inconclusive for retraction issues. The definitive root cause for the reported balloon detachment and retraction issue could not be determined based upon available information. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.